Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
Recall (continued): 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish a connection using the ipg. A company representative met with the patient and confirmed the issue. It was stated the patient discontinued the use of the ipg approximately a year ago. As such, the patient will undergo surgical intervention at a future date to address the issue.